Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was found to intermittently flicker on and off based upon movement. The pendant buttons were found to function, however the screen on the pendant was black. The pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional. No part has been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a case that an intermittent connection of the pendant display was observed. Upon slightly rotating the pendant, the video would intermittently display. There was no patient present when this issue was observed.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. However, it was noted that the backward keys were worn. The pendant passed functionality and usability testing. If information is provided in the future, a supplemental report will be issued.